Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the reported angulation issue could not be reproduced and the root cause could not be determined. No device problem was found. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of camera head or tip getting stuck when articulating was not confirmed. The camera was working and when turned moved smoothly. The allegation of insufficient angulation was not confirmed. The angulation was within standards. In addition, the bending section was not loose and did not have dents. There was one image guide that was broken. The image was okay and did not have stains. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of the customer, the rhino-laryngo fiberscope could not angulate sufficiently, and the camera head or tip was getting stuck when articulating. The user facility stated the subject device was not in use during the active malfunction. There was no report of patient harm associated with this event.